Event description:
The customer reported an intermittent pads ECG issue. There was no impact to the involved patient. The staff switched to a different defibrillator and the patient recovered.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.